Manufacturer narrative:
Hamilton medical ag ref: (B)(4).

Event description:
The following was reported to hamilton medical ag: multiple tech faults (B)(4); no patient involvement.

Manufacturer narrative:
Investigation outcome: it was reported that the device alarmed with the technical fault 444004 (voltage out of tolerance) and other tfs (281002, 431001, 431002, 431015, 444001, 446029, 485001), and switched to ambient mode. There was no patient involved as it did not occur during ventilation. No device/parts were returned to hamilton medical ag for investigation. However, we were informed that the technician on site exchanged the control board and the device functioned again as intended. This case is considered as closed.